Event description:
On (B)(6)2010, the patient was implanted with an scs system. The patient's husband called the representative and said that the last two times his wife had turned on her scs system, she would get relief for her headaches, but she would have a seizure. The patient has a history of seizures. They have increased in frequency over the years. She is under the care of a neurologist. Her physicians do not feel the device is related to the seizures. Although some pain medicines are also used for anti-seizure medication, the patient has had no change in her medications. The representative did report that the husband has observed that while the patient does has seizures more frequently (with or without the device in use), she does have a reaction each time the device is turned on.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.